Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly trial fell into machine washer blades and is damaged. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - provisional top visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and the locking feature is chipped. Not all pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The complaint is confirmed. The root cause reported issue was due to device fell into the washer blades during cleaning and blades chipped off the instrument. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.